Event description:
Aborted transcatheter aortic valve replacement procedure due to perclose device stuck in the left common femoral artery requiring left common femoral endarterectomy with pericardial patch angioplasty and thrombectomy of the superficial femoral artery, popliteal, and tibial vessels.